Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (wrench code 101 - av incompatible) has been confirmed. As received, the monitor displayed the wrench code. The wrench code was due to corrupted programming. Once the monitor was reprogrammed the monitor passed essential performance testing. The cause of the failure and the wrench code is the corrupted programming. The root cause for the corrupted programming could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During a retroactive review of distributor incident files conducted as a CAPA in response to 2015 FDA inspection, a reportable malfunction was discovered. A us distributor reported that monitor sn (B)(4) was displaying wrench code 101 (av incompatible).